Event description:
As stated by the customer 2010-(B)(6): the resident was being transferred from bed to a chair. She was positioned in sling and clipped sling to lift. Nurse started to raise the lift and the shoulder clip became de-attached and resident slid out of sling. (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation. Track wise ID.